Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Manufacturer narrative:
A field service engineer (fse) traveled to the user facility to evaluate the console. The fse was not able to duplicate the alleged complaint condition. A review of log data confirmed the console functioned as per specification. The pressure remained at "0" even when the flow rate was set to 600 ml/min. The delivery valve did not open as a result. When the pressure threshold is crossed, the valve opened and the console performed as expected. The console was released back into use with no actions required.

Event description:
The hospital reported an issue encountered with the mps2 console during a surgical procedure. The perfusionist reported that the console appeared to be having issues opening the antegrade valve. He stated the valve would not open until the console flow had reached 350 ml/min. The event details and log data indicate that the alleged issue occurred at the beginning of the procedure just prior to arresting the heart. The procedure was successfully completed with no patient complications as a result of the alleged event. The console was not returned to the manufacturer for analysis. A field service engineer will evaluate the console at the user facility. No additional information is available at this time.